Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the heavy calcified anatomy and the device interacting with the guiding catheter resulted in the failure to advance and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the diagonal artery. A 2.50x23mm xience alpine stent delivery system was advanced to the lesion; however, failed to cross due to heavy calcification. As the sds was being retrieved, guide wire support was lost due to the calcification and the sds was pulled back to the tip of the guide catheter. The tip of the guide catheter became kinked causing the stent to dislodge within the guide catheter. Everything was removed as a unit and the procedure was successfully completed with balloon angioplasty. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.